Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(4)-2011 in address "10 71". Por (power on reset) severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.